Manufacturer narrative:
The device was received with critical pump error and pump error 35 confirmed in history file due to force sensor flex not properly plugged in to electronic board. No pump error 25 noted. The device was received with cracked case corner of the belt clip rails near the battery compartment minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 8.4 mmol/l at the time of the incident. The customer sent the product back for analysis.